Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was not powering up. A zoll patient service representative contacted zoll customer support while issuing the patient replacement equipment to report that the monitor was unable to power on with several of his battery packs. The patient was issued a replacement monitor and replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the c9 component (150uf tantalum capacitor) was shorted. The cause of the inability to power on is excessive current draw. The cause of the excessive current draw is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (unable to power a monitor) was confirmed. Upon investigation the batteries were unable to recharge or power up a test monitor. The cause for the failure was isolated to a blown battery fuse in both battery packs. The root cause for the blown fuses was excessive current draw from the monitor. No adverse event resulted from the shorted capacitor. The patient received a replacement monitor and battery packs. Device evaluation of battery packs sn (B)(4) is currently underway. The reported problem (unable to power a monitor) was confirmed. As received, neither of the batteries would not charge or power on a monitor. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. Sn (B)(4): 04/2013, sn (B)(4):11/2012, sn (B)(4): 05/2013, sn (B)(4): 12/2011, sn (B)(4): 06/2012.